Event description:
The facility reports two staff members were transferring the resident from the chair to his bed after lunch. They placed the sling behind the resident with the neck supports in place. They raised the resident from his chair, backed away from his chair, and had started to move towards the bed when the resident went backwards and fell to the floor. The staff was unable to stop the fall and noticed that, when the resident was on the floor, both shoulder clips and the right leg clip had come off the lift. One of the staff mentioned that once the resident is hooked up in the lift and has been raised off his chair, one staff member has to lift his legs, or at least one leg, to get the resident's legs on the same side of the pillar to allow them to place him into bed. The resident sustained a 4cm x 4cm skin tear to the back, right side of his head. Ice was applied and a bandage placed over the wound. No stitches were required.